Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d8, e4. In addition, the following reportable malfunctions were identified during the device evaluation: image displays blackout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to deteriorated parts and electrical problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced no image issues during service/maintenance. There were no reports of patient involvement.